Event description:
About two months post-index procedure, a major adverse cardiac event (mace) occurred and was described as ptca of the lesion previously treated lesion in the proximal lad (lesion 1-1). The reason for repeat-ptca was stenosis/restenosis. There was no thrombus and no total occlusion. The timi flow was 2. The event was reported to be unrelated to the device and procedure. The event severity was reported as mild and this was not considered a serious event. The pt was admitted to the index procedure with iiic unstable angina three-vessel disease and a recent myocardial infarction between 24 and 72 hours. The pre and intra-procedure medications were plavix, aspirin, statins and beta-blockers. The lesion treated (lesion 1-1) was 3 x 11 mm, de novo located in the proximal left anterior descending (lad) artery.